Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-27586. It was reported that the patient presented in clinic. It was discovered that the right ventricular (rv) lead and the right atrial (ra) lead were exhibiting oversensing noise. Noise was not able to be reproduced. No intervention was reported. The patient was in stable condition.